Manufacturer narrative:
The device passed leak test. It was received with intermittent buttons. The problem isolated to keypad assembly. The device was received with connector properly connected. No damage or moisture damage on keypad assembly noted. No stuck button alarms noted. The device was received with cracked keypad overlay at select button, minor scratched lcd window, case and keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had a keypad anomaly; all of the buttons were either unresponsive or intermittently responsive. The patient's blood glucose at the time of incident was 203 mg/dl. Troubleshooting as initiated for the keypad issue. Block mode was not active. The customer changed the battery but the buttons were still unresponsive. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.